Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that the caregiver was rounding a corner when the zoom allegedly stopped working. The zoom wheel was still engaged and the caregiver had to push the stretcher with the zoom wheel engaged and received a sprained back and was put on light duty.

Manufacturer narrative:
The issue was resolved for the customer by replacing the load cell.

Event description:
It was alleged that the caregiver was rounding a corner when the zoom allegedly stopped working. The zoom wheel was still engaged and the caregiver had to push the stretcher with the zoom wheel engaged and received a sprained back and was put on light duty.

Event description:
It was alleged that the caregiver was rounding a corner when the zoom allegedly stopped working. The zoom wheel was still engaged and the caregiver had to push the stretcher with the zoom wheel engaged and received a sprained back and was put on light duty.